Manufacturer narrative:
(B)(4).

Event description:
It was reported that an insert new sensor message during warmup occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be restart detection. In addition, early sensor expiration was found in connection to the reported allegation. The reported event of a insert new sensor message during warmup is reportable based on the finding of a early sensor expiration. No injury or medical intervention was reported.